Manufacturer narrative:
Pump received with normal operating currents and passed the restart error,self test, displacement, rewind, basic occlusion, prime and excessive no delivery test however, received motor error alarm during occlusion test due to faulty force system sensor. Unable to verify excessive no delivery alarm due to motor error alarms. Motor passed the motor test. Pump received with minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus. The customer's blood glucose reading was unknown at the time of incident. No further details given.